Event description:
Report received from the u.s.a. Stating that the device "will not stay on". The device was being used during surgery. There were no injuries or medical intervention. There was no additional information provided.

Manufacturer narrative:
The device was received by depuy synthes. The device was evaluated and the reported complaint of "device would not stay on" could not be confirmed. The unit was tested and found to meet all specifications, and no problems were observed. If additional information is received, a supplemental report will be sent. (B)(4).